Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited foreign materials coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the foreign material was possibly remained in the device because the reprocessing of the device was deviated from the instruction manual. There was no damage to the area where the foreign material was detected. However, olympus could not identify a definitive root cause of the event. The event can be detected and prevented in accordance with the following instruction for use (IFU). Instructions for gif/cf/pcf-190 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-190 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.